Event description:
It was reported that during testing and maintenance with a training system, the arm cart assembly experienced a calibration failure. When the arm cart assembly was fully collapsed, a non-recoverable error was reported. The arm cart assembly could not be used for training due to the recurring issue. There was no patient involvement.

Manufacturer narrative:
H3) preliminary evaluation: medtronic is leading an evaluation of the reported arm cart assembly. Review of the field service notes indicated that the arm cart assembly experienced a non-recoverable error when fully collapsed. An error code was noted which occurs when, after calibration, if the primary and secondary position sensors for any degrees of freedom differ by the standard set. An error code for a mismatch of the master positioning sensor (mps) and joint position sensor (jps) primary was also noted. The brooming script was tried three times, but the error remained. Manual brooming on the robotic arm joint 2 was done and cleaning of the potentiometer with compressed air. The arm cart was then able to calibrate multiple times without issues. Further evaluation of the reported arm cart assembly is still pending, and the investigation is not able to identify a root cause at this time. Additional information will be provided in a supplemental regulatory report when the investigation is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.